Event description:
It was reported that a user experienced a brief sensor issue described as signal loss, during which a dexcom g7 continuous glucose monitor (cgm) went offline but was expected to reconnect after intermittent signal interruption and no action was required. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. User support included education and troubleshooting regarding transient connectivity loss. Investigation of this case revealed a temporary communication interruption consistent with expected intermittent signal loss, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was normal use conditions leading to transient signal interruption.